Event description:
The customer reports during a two hour long endoscopic retrograde cholangiopancreatography (ercp) using an evis exera ii duodenovideoscope with a single use distal cover, the user noticed the distal cover was not on the scope. The user located the distal cover in the throat of the patient next to the intubation tube. The distal cover was retrieved, and it was noted to be cracked at the perforation line, and it was cut at the base where it goes over the locking portion of the scope. It was speculated that it appeared as though the elevator cut the cap. No further consequences to the patient were reported. Additional details regarding the patient and reported event have been requested. At this time, no additional information has been provided. The distal cover cannot be returned for evaluation. The nurse discarded it in the sharps container. Case with patient identifier (B)(6) reports the distal cover used in the procedure. Case with patient identifier (B)(6) reports the scope used in the procedure.

Manufacturer narrative:
This event has been reported by the importer on MDR# 2429304 - 2022 - 00070. The device referenced in this report was not returned to olympus for evaluation. The definitive cause of the user's experience cannot be determined at this time. The investigation is ongoing. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Manufacturer narrative:
This report is being supplemented to provide a correction to the legal manufacturer's final investigation and a correction to h4 and h6. H4: information added to this field was inadvertently not included on the initial medwatch. The legal manufacturer performed an investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. A reproduction confirmation was performed according to the pre-use inspection procedure in section 7.3 of the instruction manual. The indicated event was not reproduced. (Maj-2315 lot h1412 was used for reproduction confirmation). The parts supplier conducts sampling inspections of three (3) parts for each production lot and confirmed the parts conformed to the specifications. Quality evaluations of production prototypes have verified that the distal cover will not come off from the endoscope unless the distal cover is damaged, as long as it is properly attached without any damage. The root cause of the issue could not be conclusively specified. Based on the reproduction confirmation results, investigation results of product specifications, and the inspection results at the parts manufacturer, it is believed that the product conformed to the specifications. However, the actual product had not been returned, and the details of the occurrence situation could not be confirmed, therefore, the cause could not be determined. The probable cause was likely the following: chemicals such as anti-fog agents adhered to the cover and were damaged by chemical attack, making it easy for the cover to come off the scope. The cover was easily removed from the scope due to insufficient attachment to the scope. When the cover was attached to the scope, the cover was damaged by pushing it diagonally, making it easy for the cover to come off the scope. Complaint history review: a similar complaint from another facility was patient identifier (B)(6). There was no similar complaint at the same facility. The instructions for use (IFU) provides the following guidelines: as described in the IFU "7.3 attaching the distal cover" (p.11 to p.13): please make sure that the distal cover is intact without any problem before installation, and it has no damage(crack) after installation. Also, do not use anti-fog agents as it is known that anti-fog agents will damage the cover. Olympus will continue to monitor for similar complaints.

Manufacturer narrative:
This report is being updated to provide investigation findings. The device history record (DHR) for the complaint device has been reviewed and it is confirmed that the device met all design and quality specification when it was shipped. The instructions for use (IFU) shipped with the device provides the user the following information related to the reported event: as described in the IFU "7.3 attaching the distal cover" (p.11 to p.13), please make sure that the distal cover is intact without any problem before installation, and it has no damage(crack) after installation. Also, do not use anti-fog agents as it is known that anti-fog agents will damage the cover. Replication testing was conducted with a lot on hand, and it was confirmed the distal cover is not likely to come off the scope when it has been attached properly according to the instructions for use. The definitive cause of the reported event could not be identified. Cause analysis: olympus attempted to obtain the following additional information but has not received a response from the customer. Does customer use anti-fog agents? Does customer use chemicals such as lubricants? Did customer confirm that there are no abnormalities such as cracks in the cover immediately after mounting on the scope? In addition, since the actual product has not been returned, we have not been able to confirm it, and we have not been able to identify a clear cause. The following are presumed to be the cause of the tip cover falling off. Chemicals such as anti-fog agents adhered to the cover and were damaged by chemical attack, making it easy for the cover to come off the scope. The cover was easily removed from the scope due to insufficient attachment to the scope. When the cover was attached to the scope, the cover was damaged by pushing it diagonally, making it easy for the cover to come off the scope.